Event description:
During a laparoscopic appendectomy, the endoscopic echelon flex 60 stapler locked up while inside the patient. The surgeon was unable to get it to release. In the process, the handle of the stapler broke. The supervisor was called into the room. The surgeon requested and was given a new stapler. An additional puncture site was necessary to be able to introduce the new stapler into the patient's abdomen. It was placed adjacent to the malfunctioning stapler already attached to the appendix and when it was fired the first malfunctioning stapler released off the patient's appendix allowing it to be removed from the patient. Stapler was flex 60, reloads on the field for eschelon 60 and eschelon 45. Unclear at this time if this is a technical error (placing a 45 re-load on a 60 gun) or equipment malfunction. Independent analysis is advised. If technical error is determined to be the cause of the locking gun, the manufacturer should alert all users to this potential. All the re-loads look similar, no color differences or packaging differences.